Event description:
It was reported that during a procedure of a vein graft to the posterior descending artery, when attempting to place the 2.5 x 15 xience v, the stent dislodged off the balloon. A 4.0 non-abbott snare device was used to retrieve the stent. There was no reported patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found contrast visible on the outer member which is consistent with handling. The stent was dislodged from the balloon and not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were four kinks noted in the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. Stent dislodgement can be influenced by many factors, including, but is not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The patient anatomical conditions were not provided which may have aided in the investigation and determination of cause. It is possible an interaction with the lesion/anatomy during the advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement. Additional treatment was used to retrieve the dislodged stent with a snare device. A conclusive cause for the reported stent dislodgement could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Approximately seven months post index procedure, the patient developed unstable angina. The patient's coronary artery disease was worsening and a cardiac catheterization showed severe in-stent restenosis in the proximal left anterior descending artery. The restenosis was treated with a drug eluting stent. The patient was enrolled in the (B)(4) study with stable angina pectoris and a positive function test for ischemia. The patient had a target lesion in the proximal left anterior descending artery and a non-target lesion in the mid left anterior descending artery. The target lesion had 80% stenosis, was type c, de novo and 30mm in length. The vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 33mm cypher stent was implanted, at 18atm, followed by a 3.0 x 23mm cypher stent, implanted at 16atm. The stents were overlapping. The non target lesion in the mid left anterior descending artery was de novo and 15mm in length. The vessel was 2.75mm in diameter. A 2.75 x 18mm xience stent was implanted at 12atm.